Event description:
It was reported that during an implant procedure, the lead was removed after multiple attempts to obtain good placement, with no good results. The lead had exhibited high impedance and high thresholds. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.